Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a communication problem. An implantable neurostimulator (ins) overdischarge was suspected. The patient's ins had been taken out of overdischarge two weeks prior to the report after a year of not using the stimulation. The patient had a 50% charge on their recharger. A manufacturer representative had tried 2 rechargers, a patient programmer, and a clinician programmer and none of them would communicate with the ins. The representative had initiated a physician mode recharge 13 minutes prior to the report and they were still not getting a response from the ins. The patient never turned their stimulation back on following the battery being recovered from overdischarge 2 weeks prior to the report. It was further reported that the battery was at end of service (eos). The patient had not used their device in over a year. There was no further troubleshooting done or interventions taken. The patient was not getting therapy at the time of the report due to the eos. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Event description:
It was reported that the implantable neurostimulator (ins) felt like it was burning the patient when she was recharging. She would like a new recharger. The patient had not recharged in a year. It was also reported that the recharger antenna was damaged.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that there were telemetry issues. An ins overdischarge was suspected. Patient compliance was primary reason for overdischarge. The last successful recharging session was over 12 months ago.

Manufacturer narrative:
Concomitant medical products: product ID: 37791, serial# unknown, product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).